Manufacturer narrative:
The reported issue of lvps having defective lcd displays with some segments missing was not confirmed. However, testing exhibited dim segments on all 10 returned lvp displays. ¿each lvp was tested by infusing at a rate of 888 ml/h and 88.8 ml/h. Missing segments were not observed during testing. However, dim segments were observed on all lvps. ¿risk assessment dir:(B)(4) reports that if a ¿dim segment¿ becomes a ¿missing segment¿, then the sensor circuit identifies the failure and logs it as ¿channel error¿. The dim segment issue is associated to faulty component of the seven segment display. A supplier product change notification (pcn-(B)(4)) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that allegedly the led display segment was missing for ten large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.